Event description:
It was reported to medtronic minimed that the simplera sensor was giving incorrect sensor glucose values. Customer is reporting a discrepancy between sg and bg which is not within range with the current sensor. Advised customer to wait an additional hour before entering a bg to calibrate sensor. No further patient complications were reported. The event involved products are mmt-5100jd1. The product has been returned to medtronic for further analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. On 15-may-2024, customer report: sensor glucose vs. Blood glucose alarm. Received 1 opened/used simplera sensor/serter and performed a visual inspection of the sensor flex any physical damage and found the sensor flex to be bent (crimpled). See attachment file for details. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. In conclusion: the customer complaint of sg v bg alarm is confirmed. However, it is unknow if the sensor contributed to the anomaly. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how the sensor flex happened. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.